Manufacturer narrative:
Insufficient handle weld. Evaluation summary: the ems instrument was received with the handle open due to insufficient handle weld, the nose was received broken and a misaligned staple was found in the cartridge nose. No functional test could be performed. The instrument was disassembled to examine the condition of the internal components and no other anomalies were found; 7 staples were found remaining in the track. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the quantity of staples incorrect (only 6 or seven), completed with same like product, no further info is available. Procedure: lap hernie. There was no pt consequence.